Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had a generator replacement on (B)(4) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). Caller was reading a report and mentioned that the neurostimulator malfunctioned. Procedure date was (B)(6) 2016. No symptoms were reported and no further complications were reported/anticipated.